Event description:
It was reported that the patient experienced pain and discomfort, and the implantable pulse generator (ipg) was loose in the pocket site. The patient underwent an ipg replacement procedure where the ipg was upgraded. The patient was doing well, and the pain had resolved postoperatively. The device was not returned as it was retained by the medical facility.